Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: 498 mg/dl, 208 mg/dl, 171 mg/dl (system 1) and 108 mg/dl (system 2). No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).